Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead could not be fixed. It was unknown why the lead could not be positioned. The lead was removed and replaced. Patient was stable.